Event description:
It is reported that osteolysis has been observed in stem zones 1 and 7 by gruen classification.

Manufacturer narrative:
Eval summary: device was in vivo for approx 10 years and 6 months at the time that the event was reported. Device was not available because it may remain implanted; therefore condition is unk. X-rays were not provided; it is unk whether the component was implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the component such as activity level, type of activity (low impact vs. High impact), and relevant medical history are unk. A definitive root cause cannot be determined with the info provided. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.